Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure was the sieve beds are dusted. The additional malfunction was the valve operator for the 4 way valve was not shifting.